Event description:
The customer reported that the systems' left monitor would not function. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.